Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported that the universal modular electric/battery double trigger handpiece (sn (B)(4)) continues to run without being operated. The event occurred in distributor warehouse. No pt involved.